Event description:
No blood glucose levels were provided. The customer reported a number of error messages that could no be cleared. The customer reported that the insulin pump might have been exposed to moisture. The customer reported that some of the buttons on the insulin pump were unresponsive. The battery of the insulin pump was also reinstalled to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.